Manufacturer narrative:
Product analysis # (B)(4): the amphirion deep otw balloon catheter was received loosely coiled within its opened labeled shelf carton. No ancillary devices nor procedural images were received for evaluation. The amphirion deep otw balloon catheter was received with two kinks in the balloon chamber area of the catheter. Just proximal of the proximal balloon cone a rupture of the inflation lumen was noted. Fluid and fluid residue were noted within the inflation lumen of the catheter. A 20-cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed; sanguine residue was observed exiting the distal tip of the catheter. A compatible guidewire was loaded through the distal tip but would not navigate pass the proximal kink in the catheter. A 10-cc water filled syringe was attached to the inflation lumen and a vacuum could be pulled but not maintained indicating a leak in the inflation lumen/balloon. The water filled syringe was gently pressurized and the balloon chamber was inflated. A leak in the inflation lumen was noted at the site of the rupture in the inflation lumen just proximal of the balloon. Technical analysis was able to confirm the reported event of leak. The returned amphirion deep otw balloon catheter exhibited a rupture of the catheter just proximal of the balloon chamber. The root cause of the rupture could not be positively identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep pta balloon during a below the knee intervention (a. Fibularis). Severe vessel calcification is reported. Lesion exhibited 50% stenosis. IFU was followed. Negative prep was performed without issue. No issues reported during prep. Pre-dilation was not performed. The device was not passed through a previously deployed stent and not resistance was encountered during advancement. A leak between the balloon and the catheter was reported during balloon inflation, and it was not possible to inflate. The location of the leak is unknown. The balloon was safely removed from the patient. No vessel damage was noted. Another balloon was used to complete the procedure. No patient injury reported. When the device was returned to the manufacturing facility, it was noted that the leak was found near the balloon bond

Manufacturer narrative:
Correction to aware date in initial MDR - the aware date should have been 2020-05-21 and not 2020-04-22. If information is provided in the future, a supplemental report will be issued.